Manufacturer narrative:
Event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported that shaft break occurred. A 2.75mm x 20mm emerge balloon catheter shaft broke during the procedure. The device was removed intact and the procedure was competed with a different device. There were no patient complications reported.

Manufacturer narrative:
B3: date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected. Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. There were numerous hypotube and shaft kinks to the device. At 105.4cm from the strain relief the inflation lumen was separated distal to the midshaft bond that connects the inflation lumen to the hypotube of the device. The separated ends were jagged and visibly torn. The distal separated portion was 37.5cm in length which included the inflation lumen, exit notch, guidewire lumen, balloon, and tip. There was contrast and blood present in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded, and contrast was present in the balloon. Product analysis confirmed the reported break as there was separation of the device. There were also numerous unreported kinks.

Event description:
It was reported that shaft break occurred. A 2.75mm x 20mm emerge balloon catheter shaft broke during the procedure. The device was removed intact and the procedure was competed with a different device. There were no patient complications reported.